Event description:
It was reported that the user accidentally entered the device¿s press-and-hold screen while not performing a supply change, became low on supplies for unknown reasons, and experienced hypoglycemia with fingerstick glucose of 52 mg/dl and concurrent reading of 57 mg/dl. The user confirmed no additional insulin was delivered during the attempt to exit the screen. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no lasting health consequences after treatment with 15 grams of fast-acting oral carbohydrates, with glucose normalizing to 110 mg/dl. Investigation of this case revealed no device problem, a usage problem was identified, and the device component was not applicable; the event was associated with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.